Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified concentric, 90% stenosed de novo lesion in the distal left anterior descending artery (lad). The 1.50x12 mm mini trek rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. During the first inflation at 10 atmospheres the balloon ruptured. The bdc was removed from the patient anatomy without resistance. An unspecified bdc was successfully used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.